Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode with noise and oversensing. Technical services (ts) reviewed device episode data and determined that this noise was most likely sense b artifact. In-clinic patient testing, chest x-ray, and reprogramming to new vector were recommended. During in-clinic testing, isometrics were done and recreated the noise in the alternate vector. A chest x-ray was done. It was noted that reprogramming will be done at next device check. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this electrode was surgically abandoned due to oversensing of noise causing inappropriate shocks. The physician elected to replace it with a transvenous system. No additional adverse patient effects were reported.